Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit was not functioning and the trigger and control were defective. It was further determined that the device failed pretest for trigger test and check the cannulation. It was noted in the service order that the device was not working while in use with the small battery drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: date device returned to manufacturer was entered as december 04, 2017 in the initial report. This date has been corrected to december 01, 2017.